Manufacturer narrative:
Facts regarding the event has not been ascertained, and additional info is being requested. Examination of the pump indicated that several components of the pump required repairs, but it has not yet been determined if these are related to the likely cause of the report. The pump's event history log could not be reviewed, as the internal battery that maintains this log had become depleted and not replaced since the initial receipt of the pump (2008). The remote display unit was also examined and required repair. A follow-up report will be provided within 30 days of this report.

Event description:
During an MRI scan, the nurse reported that after the infusion was started, she noticed different settings seen on the remote display that she believed she programmed for the pump. She returned to the pump and turned the pump off, then on again, and the pump displayed a critical error 4, which prevented further use of the pump. The pump was removed from use, and replaced with another pump to complete the MRI scan. No pt injury resulted from this event.